Event description:
Left thoracotomy/pneumonectomy. First ralc30v dlu did not cut completely. When firing the second and third dlus on the pulmonary vein, under-formed staples on the staple line closest to the knife blade on the pt side were observed. Surgeon indicated problem could possibly be related to the pes100. Sutures were used to tie-off veins.

Manufacturer narrative:
Visual inspection: all three ralc30v were visually inspected and there were not any damages. Two ralc30v middle pockets on the anvil did not show staple marks. Two ralc30v pads showed a shift from the center at the proximal to the side at distal. No damages on both the knife and the staple holder. Root cause: it's not known what caused malformed staples and incomplete cut. Action: corrective action was issued for incomplete cut car 872. See scanned pages.